Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 325cc gel breast prosthesis that ruptured after implantation. Rupture was diagnosed by mammogram. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 10/24/2018, mentor became aware that the suspect medical device was received by the failure analysis lab on 09/13/2018. On 10/30/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, two devices without lot number engraved were returned. The gel contained on both devices appears clear. Red and white material was observed within the devices. Red and yellow material with gel was observed on the shell surfaces. Mentor product analysis lab discovered on device a an area of missing material measuring approximately 3.0 cm x 1.5 cm on the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Device b had two rents measuring approximately 11.5 cm and 1.0 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red, yellow and white material found on the device. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).